Event description:
Us distributor reported that an electrode belt was unable to complete essential performance testing.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (exposed wires) has been confirmed. Upon investigation the electrode belt trunk cable was severed and missing. The root cause for the missing trunk cable was physical abuse. The electrode belt is designed to meet the mechanical requirements of iec 60601-1. No adverse event resulted from the damaged electrode belt.